Event description:
The customer reported that while initiating therapy on a pt, the unit's display was blank upon power-up. The customer toggled the power switch again and display came on. Later the electrocardiogram recorder trace became noisy with spikes at the top of the trace. The pt was switched to another unit and therapy was continued. No pt injury was reported.